Manufacturer narrative:
The customer¿s biomedical engineer reported replacing the cpu to address the reported problem. The device successfully repaired, meeting all manufacture's operating specifications.

Event description:
The customer reported the ventilator is not operating and alarming when turn on. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator is not operating and alarming when turn on. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.